Manufacturer narrative:
It was reported by an attorney that the patient underwent a repair of incisional hernia on (B)(6) 2012 and mesh was implanted due to incarcerated incisional hernia. It was reported that the patient underwent a drainage of abdominal wall seroma with seroma catheter on (B)(6) 2014 and (B)(6) 2014. It was reported that the patient underwent a drainage of seroma with excision of infected mesh on (B)(6) 2014, along with lysis of adhesions, repair of recurrent ventral hernia and bilateral myocutaneous advancement flaps. It was reported that the patient underwent an incision and drainage of abdominal hematoma on (B)(6) 2014. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by the attorney that the patient underwent an incarcerated incisional hernia on (B)(6) 2012 and mesh was implanted. It was reported that following procedure the patient experienced undefined post operative complications, requiring a subsequent surgery in the (B)(6) 2014. No additional information was provided.